Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
It ws reported to philips that the heartstart mrx defibrillator did not discharge properly. There was no negative patient impact.